Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to bacteremia causing sepsis. The patient was treated with antibiotics and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.